Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory a thorough evaluation of the lead was performed. Visual observations noted a dried body fluid throughout the lead. Electrical testing did not confirm the allegation of lead migration and high pacing threshold.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited increased threshold measurements. The lead was observed as migrated and dislodged. The lv lead was explanted and replaced with a new lead. The lv was no longer in service. No additional adverse patient effects were reported.